Event description:
It was reported that the device would not complete the boot up cycle upon power on. The device would not be able to provide defibrillation therapy. There was no patient use associated with the event.

Manufacturer narrative:
Physio-control's follow up with the device owner confirmed that the device was removed from service. The customer elected to purchase a replacement defibrillator instead of repair. A conclusive cause of the reported problem could not be determined.

Manufacturer narrative:
(B)(4). Physio-control provided the initial reporter, third party biomed, technical assistance. The biomed was evaluating the customer device and returned it to the owner in the observed condition. The device was not returned to physio-control for analysis/repair. The cause for the reported device issue could not be determined.